Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a leak is inconclusive due to the state of the returned photograph. One photograph of a groshong nxt clearvue catheter kit was returned for evaluation. An initial visual observation of the photograph showed the kit packaging and tray of a 4 fr single lumen groshong nxt clearvue catheter kit. The kit tray was observed to be open and all of the kit components except the statlock could be seen. No obvious evidence of use or damage could be seen on the catheter or any of the other components within the kit tray in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that while trying to insert PICC line in a patient it was found that there is leakage in the catheter at the time priming the catheter. Completed fresh groshong PICC line procedure.

Event description:
It was reported that while trying to insert PICC line in a patient it was found that there is leakage in the catheter at the time priming the catheter. Completed fresh groshong PICC line procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.